Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure, when the esbf3614c103ej was implanted, the contralateral limb of etlw1628c124ej was implanted and ipsilateral limb was additionally implanted via left approach. It was reported that the separation of the left internal iliac artery (iia) was unable to be performed, even the angle was changed and angiography was performed, it could not be reflected clearly, the iia was found be from the back side when observed from the front, meaning that the origin could not be distinguished even if the angle of the fluoroscope was changed. Though the etlw1628c124ej limb was implanted based on the fact that it was probably in the correct position by sheath angiography, it resulted in about 1.5 stents covering the external iliac artery(eia). Touch up was performed with a reliant balloon and angiography was performed, it was then confirmed that there was no endoleak, the m easurement of the left eia lumen of (5mm) confirmed by intravascular ultrasound (ivus) and measurement of blood pressure by attaching a pressure line to the catheter were performed. Since there was no pressure gradient, it was decided additional intervention would not be performed. The procedure was then completed. As per the physician the cause of the event was patient vessel morphology. It was reported from the measured values, it was decided to implant the device considering that the number of stents was not a problem. Originally it was known that this was difficult, but it was considered that there was no choice but to perform above operation. No additional clinical sequalae were provided and the patient will be monitored.